Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) procedure of the olecranon, a variable angle (va) locking screw did not lock into the unknown plate. There was no surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).